Event description:
The manufacturer received information from a third party service center alleging a ventilator's lcd screen was defective. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.